Event description:
It was reported that the patient developed an air embolism during a procedure for excision and allografting. A level 1 trauma fast flow system (h-1000) was being used in the procedure. The incident occurred shortly after a partially used bag of hartmanns was reconnected to the level 1. The anesthetist who attached it had forgotten to expel the air from the bag and this went through the level 1 and into the patient's circulation. The diagnosis was made quickly and the correct treatment was instituted immediately. The procedure was completed without further issues, and the patient was progressing well with no long-term sequelae, and no evidence of paradoxical air embolism.